Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse did not observe any leaks inside the instrument. The fse attempted to recreate the leak but the alleged failure could not be duplicated. The fse discovered that the blood sampling valve (bsv) was dirty with protein buildup and proceeded to clean the bsv. The fse verified the repair as per established procedures and the instrument ran without any voteouts or errors. Results: the fse was unable to observe any leaks; however, the cause of the white blood cell (wbc) and red blood cell (rbc) voteouts were due to a dirty bsv which had protein buildup. (B)(4).

Event description:
The customer reported a leak from the manual probe of the coulter hmx hematology analyzer with autoloader during instrument operation. The customer stated that the instrument generated white blood cell (wbc) and red blood cell (rbc) voteouts when the leak was noticed. The volume of the leak was not specified but the customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.